Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device is filed under a separate manufacturing report number.

Event description:
This report is filed since no fluid was exiting the lock lever as expected during device use. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4+. During clip delivery system (cds 80122u129) deployment, there was no fluid coming out of the lock lever. This same device was implanted on the mitral valve at the intended area and remained stable and well seated on the leaflets. Following, another cds (80228u151) had the exact same issue. During deployment, there was no fluid coming out of the lock lever. This mitraclip was also implanted at the intended area, and remains stable and well seated on the leaflets. Post procedure mr was grade 1-2. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty flushing the clip delivery system (cds) in this incident could not be confirmed. It is possible there was variation in the user technique performed to de-air the device, such that there was difficulty flushing the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.